Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements on the right ventricular channel. A system revision was scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.